Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) preliminary analysis revealed an eri (elective replacement indicator) condition. Analysis of the memory dump revealed anomalous battery voltage measurements caused by a measurement lock up resulting in an unclearable eri. The condition was the result of a timing anomaly internal to a pacing/sensing integrated circuit.

Event description:
It was reported a carelink transmission showed the device at eri (elective replacement indicator) and the battery and lead measurements were unavailable. The device was removed and replaced. No patient complications were reported as a result of this event. The device was subsequently returned and information received with the device indicated the device was replaced due to a "firmware malfunction".